Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The patient remains on vad support; therefore the product was not returned. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient has had driveline infections since (B)(6) 2013 treated with antibiotics, multiple debridement procedures and wound vac therapy. The wound would improve and then deteriorate. The patient remains on oral antibiotics for suppressive treatment and the wound was reported to be stable. The patient still has had moderate drainage, but no systemic issues.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was admitted for a debridement of driveline due to infection.